Event description:
The customer reported a keypad issue, not all buttons on the keyboard audibly make a noise as they should. Channel selection is the only one that beeps. No patient involvement noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad due to un responsive key. Replaced linear sensor due to plunger position test failed during calibration. Performed pm & calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 21feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad - unresponsive key (keypad test). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported a keypad issue, not all buttons on the keyboard audibly make a noise as they should. Channel selection is the only one that beeps. No patient involvement noted.